Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by field clinical specialist, during a transcaval transcatheter aortic valve replacement (tavr) with 26mm sapien 3 ultra valve, the valve strut bent while advancing thru the esheath and was unable to advance beyond the midpoint of the esheath. The delivery system and valve existed the sheath. The valve and sheath was removed with no patient injury. There was no damage to the sheath noted. New devices were used successfully. The patient is stable post procedure.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. A review of imagery provided showed the following: patient's left and right access vessels had the presence of calcification, tortuosity, and undersized minimum luminal diameter (mld). Minimum mld requirement is 5.5 mm for 14f sheath per IFU. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. A lot history review was performed and revealed no additional similar complaint for frame damage. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed as the valve was not returned for evaluation and no relevant imagery was provided by the complaint site. A review of DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ''during a tf tavr with a 26mm s3u valve, valve 8865134 strut bent while advancing thru 14fr esheath unable to advance beyond the midpoint of the esheath. Valve and esheath removed.'' According to the provided anatomical information (3mensio), the patient had a combination of undersized vessels, tortuosity, and calcification. Said patient factors could have contributed to higher push force/resistance being experienced while inserting the delivery system (with crimped valve) through the sheath via this pathway. Per procedural training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. Do not over-manipulate the sheath at any time.'' In this case, it is possible that the valve strut(s) caught on the sheath liner while navigating through the sheath. These conditions may prevent the device from advancing further through the sheath and/or may lead to high push force and damage to the valve. As such, available information suggests that a combination of patient factors (undersized vessels, tortuosity, calcification) and procedural factors (high push force/resistance) may have contributed to the reported event. A corrective/preventative action (CAPA) was previously initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. A product risk assessment (pra) was previously initiated to investigate and assess the risks associated with frame damage during use.